Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Confirmed patient reached targeted temperature (tt) and was done with therapy. After talking with rn, they mentioned they filled the device earlier and did not empty the pads first. Discussed possible overfill causing the lower water temperature (wt). Discussed a few reasons the temperature readings could be off but explained it was hard to tell now that patient was not on therapy. Suggested to call them while patient was on therapy so they can troubleshoot the device, and they were able to continue therapy. Suggested mentioning to biomed possible overfill and note the temperature cable discrepancies for troubleshooting. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn stated they just finished therapy on a patient, but they would like someone to come maintenance the arctic sun device as it had some issues. Noted the targeted temperature (tt) was 38c, but water temperature (wt) never got above 36c. They also noticed the device leaking after they emptied the pads. Another thing was the temperature probes (foley & esophageal). They stated patient read 2 degrees colder on the as than on the bedside monitor. Sn: (B)(6). Confirmed patient reached targeted temperature (tt) and was done with therapy. After talking with rn, they mentioned they filled the device earlier and did not empty the pads first. Discussed possible overfill causing the lower water temperature (wt). Discussed a few reasons the temperature readings could be off but explained it was hard to tell now that patient was not on therapy. Suggested to call them while patient was on therapy so they can troubleshoot the device, and they were able to continue therapy. Suggested mentioning to biomed possible overfill and note the temperature cable discrepancies for troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn stated they just finished therapy on a patient, but they would like someone to come maintenance the arctic sun device as it had some issues. Noted the targeted temperature (tt) was 38c, but water temperature (wt) never got above 36c. They also noticed the device leaking after they emptied the pads. Another thing was the temperature probes (foley & esophageal). They stated patient read 2 degrees colder on the as than on the bedside monitor. Sn: (B)(6). Confirmed patient reached targeted temperature (tt) and was done with therapy. After talking with rn, they mentioned they filled the device earlier and did not empty the pads first. Discussed possible overfill causing the lower water temperature (wt). Discussed a few reasons the temperature readings could be off but explained it was hard to tell now that patient was not on therapy. Suggested to call them while patient was on therapy so they can troubleshoot the device, and they were able to continue therapy. Suggested mentioning to biomed possible overfill and note the temperature cable discrepancies for troubleshooting.